Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for normal follow-up in (B)(6) 2016, it was noted that the device had reached eri with a battery voltage of 2.45v even though a previous check in (B)(6) 2016 revealed an estimation of 2 years with a battery voltage of 2.56v. It was noted that the longevity in (B)(6) was due to an overestimation by the programmer and that the device was at true eri.